Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), psychological trauma ("psych injury") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removed on (B)(6) 2018, hysterectomy + bi-so). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, fatigue and weight increased had resolved and the psychological trauma outcome was unknown. The reporter considered fatigue, genital haemorrhage, pelvic pain, psychological trauma and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: event injury updated to pain. New events abnormal bleeding, psych injury, fatigue and weight gain added. Outcome of events pain, abnormal bleeding, fatigue and weight gain was updated to recovered. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.